Event description:
A synex ii implanted at l1 through a posterior approach was explanted through an anterior approach because the central body collapsed, and the pt could hear a clicking noise.

Manufacturer narrative:
Additional info has been requested. Device history record has been requested. Investigation could not be completed, no conclusion could be drawn as no device was returned.